Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the trunk cable was cutoff and missing. The root cause for cut cable was physical abuse. No adverse events occurred from the damaged electrode belt.